Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description included. Final analysis found that the lead was returned in three pieces. The outer insulation exhibited clavicular crush damage. This likely contributed to reported electrical anomalies.

Event description:
It was reported that the patients right ventricular lead had been fractured as a result of clavicular crush. The damage had caused noise and high impedances. The lead was explanted and replaced.